Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a co2 laser of left ovarian endometriosis, excision of right ovarian remnant, lysis of adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent a revision on (B)(6) 2009 due to mesh needed to be adjusted. The patient underwent mesh revisions on (B)(6) 2009 and on (B)(6) 2010 due to erosion and mesh sticking out need to be trimmed. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.